Event description:
The hcp reported that during a tuna procedue, the cartridge developed a right thermocouple error and it was noted that the needles and sheath could not be retracted into the cartridge. Both were fully extended at the time when the cartrdige was removed from the pateint. A second cartridge was used to complete the procedure. No adverse effects to the patient were reported and no treatment interventions were required.